Event description:
The patient stated, she experienced her infusion tubing separate from the luer lock in november 2006. She stated she realized her blood glucose was high (amount not provided) and she found that her infusion tubing was leaking from the luer lock connection. She stated she then changed her infusion tubing and gave herself an insulin injection to lower her blood glucose. She stated her symptoms of high blood glucose were thirst, vision impairment, and tiredness. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.